Event description:
Burning odor coming from exhalation filter. When placed on peep manometer reading peep 10. When tested, noticed slight burning odor from filter on intial set-up. Filter did not have burning odor or feel hotter than normal after 24-hour cycle.